Manufacturer narrative:
Evaluation results: evaluation of the returned product did not confirm the reported issue; the alarm powers on but does not sound when set to voice or voice and tone mode. Unit does sound when set to tone only. No physical damage observed to the alarm unit. (B)(4).

Event description:
Customer reported the alarm functions properly when set to tone only but continuously sounds when set to voice and tone or voice only. Customer did not provide a date when this was discovered. No patient incident or injury reported.